Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating. During procedure, it was found that the right cylinder was broken. The device was removed and replaced with a new one. There were no patient complications reported.